Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
It was reported that after advancing the probe to the prefire position and taking stereo pairs, they noticed a 6mm artifact below the skin. They fired the probe into the breast and finished the case. After completing the breast biopsy, they took post mammogram images and were able to visibly see the artifact on the film. Patient was sent home under normal post biopsy instructions. Additional information received on (B)(4) 2010: per risk management protocol, they are unable to send the probe that was used in the case back for analysis. Will send a hard copy image of the left breast mammogram that was taken after the biopsy. The physician informed the patient that there was a foreign body left in the breast and depending on the diagnosis will determine the patient's f/u instructions. Additional information received on (B)(4) 2010: contacted radiologist and discussed the materials used in the probe and their tissue contact functionality, any patient allergies, and future discussions with ees. Verified the artifact is approximately 6mm below the surface of the skin and 2mm wide by 7 to 8mm in length. Additional information received on (B)(4) 2010: had a discussion with the attending radiologist, an ees md and ees customer quality concerning the details of the event, the patient's current status, the availability of the device used in the procedure for analysis, any potential patient interactions with device materials and follow-up activities. The materials used in the probe that make contact with the patient are stainless steels; the patient has no known allergies to nickel or other metals. A question as to whether there are any interactions of the device alloys with mr imaging protocols remains open. Follow-up monitoring of the patient will be conducted based upon the standard protocols for the procedure conducted.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The mst8 sterile device (a and b) was received inside its original sterile package and in good physical condition. It was visually inspected for foreign matter and no anomalies were found. The probe was connected to a test holster and control module for functional testing with no issues noted. The probe was fully functional and conforming to specified manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.